Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-10508, 0001825034-2018-10509. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to unknown reasons. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: d10: cat# 157442 lot# 831010 m2a-magnum mod hd, cat# 139254 lot# 000880 m2a-magnum 42-50mm, cat# us157848 lot# 724930 m2a-magnum pf cup. H6: component code: mechanical (g04) - stem. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the devices remain assembled upon receipt. Visual inspection found scratching on the exposed surface of the insert. The taper is etched -3. Dark debris and scuffing are present inside the taper of the insert. Scratching was observed on the outside of the head in multiple locations. The head is etched 42. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon investigation results of the returned femoral head, the device shows wear on both the articulating surface and discoloration on the taper. Based on this the femoral stem has been reverted to reportable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.